Manufacturer narrative:
Evaluated one opened/used enlite-serter. Performed insertion test using a new lab enlite-sensor and rubber skin per IFU; the enlite-serter passed per specification and connected/released properly.

Event description:
Customer reported that the sensor was giving inaccurate readings. She stated that the sensors did not last the full six days. She stated that when the blood glucose reading was 300 mg/dl, the sensor glucose reading was 120 mg/dl. She stated that it was a past issue. She also mentioned experiencing issues with the serter device and stated that it did not release the sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.